Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized and due diabetic ketoacidosis and also had high blood glucose on an unknown date. The customer¿s blood glucose level was above 600 mg/dl at time of incident. It was reported that they were treated in the emergency room. The customer reported that they had symptoms such as vomiting and dehydration. The customer declined troubleshooting for high blood glucose. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.